Manufacturer narrative:
Based on the claim against the product by the customer noting the intermittent bipolar functionality, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue and replaced erbe to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had experienced intermittent bipolar functionality issue. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced intermittent bipolar functionality. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found several integrated electrosurgical unit (iesu/erbe) errors. The customer changed out the instrument and energy cable and bipolar would briefly work but would eventually stop again. The tse inquired about the type of grounding pads used at site. The customer used dynamic diagnostics pads. The tse shared that pad used is not validated for da vinci use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce nor confirm the customer reported complaint ¿system experienced intermittent bipolar functionality¿ issue. As a precaution, the unit will be returned to the original equipment manufacturer (OEM) for further investigation. Upon visual inspection, the returned unit was found to be in good condition. The reported issue was not confirmed based on failure analysis.